Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a fracture of the elbow and underwent a surgical procedure on (B)(6) 2012 where a 7.3mm hexagonal compression screw, 7.3mm compression rod, and a charlie-wire (c-wire) were implanted. The patient reportedly woke from the procedure with severe inflammation of the elbow, full body pain, and a burning sensation in her fingers and toes. Within one week, she reportedly developed full body rheumatoid arthritis (ra) for which she was treated with humira and (more recently) leslunomide. On (B)(6) 2015, the hardware in the elbow was removed. At this time, the patient, although still taking her prescribed ra medications, is mostly symptom free. This report is 1 of 3 for com-(B)(4).

Manufacturer narrative:
Patient reported symptoms upon waking from surgery on (B)(6) 2012. This report is for one (1) unknown 7.3mm hexagonal compression screw. PMA/510k: unknown, as specific part and lot numbers for this complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.